Event description:
Customer was traveling down the stair using the stairlift. When the stairlift stop, customer was able to restarted and continue down. As it was almost to the landing, the stairlift stop again. Customer decided to get out of the stairlift without swiveling the seat. She just slid out of the chair. She landed on her right leg which bucked under her. Her leg gave out and she rolled down a few steps. She twisted and damaged the ligaments that were healing from her knee replacement surgery.